Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Foreign object found in paclitaxel bag. Event details: 11 vials of 30ml paclitaxel nk were used to prepare the drug, and after collecting the drug solution from each vial, it was injected into an infusion bag. When checked the inside of the bag before dispensing the infusion bag, a foreign object was found. (Perhaps because some time has passed, there appears to be crystallized drug floating in the bag, separate from the coring.) The injector's lot is unknown. The incident occurred after the protector and injector were connected. The drug added was paclitaxel. Additional information: the product that was connected to the infusion bag was 515309. 1: paclitaxel is a drug that is said to have the potential to crystallize (this is also written in the package insert), but the problem here is not that part, but the coring that is mixed in the infusion bag. It is mentioned to prevent the crystals from getting in the way and preventing the coring from being found. 2: it's highly likely that it's the same injector. In that case, it may have made 22 round trips. 515005 lot is unknown. 3: the l connector is connected, and the collected drug is injected into the infusion bag from the l connector.

Manufacturer narrative:
Pr 12209294 follow up MDR for device evaluation: it was reported that particles were observed inside an IV bag. For investigation, one IV bag, one l-connector, and a device not manufactured by bd were provided to our quality team. Upon inspection, a gray particle was observed inside the infusion bag, verifying the reported concern. Based on visual characteristics it was determined that the particle was consistent with material from the rubber stopper of the infusion bag. No damage or related defects were identified within our device. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As a lot number was unavailable for this incident, a device history record review could not be completed. Coring of the rubber stopper may occur depending on stopper quality, design, or if a poor connection is made. Based on the available information, a definitive root cause cannot be identified at this time. Our quality team will continue to monitor complaints for this device and reported condition for any emerging trends.

Event description:
No additional information.